Event description:
Report received indicated that during product preparation retraction of the cannula was difficult. The scheduled procedure was a chronic total obstruction (cto) angioplasty. The catheter was flushed during preparation and cannula was activated, however, when attempts were made to withdraw the cannula back into the catheter the cannula would not retrieve, therefore, product was not use in-pt. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional information will be sent within 30 days upon receipt.